Event description:
It was reported that the tip of the screw driver broke off intraoperatively while the physician was inserting the screw. The broken tip became embedded in the screw head, both of which were removed by rotating the rod with the set screw was affixed. There was approximately 10 minutes delay to the surgery, and no adverse patient consequences were reported.

Manufacturer narrative:
Visual inspection noted that the distal tip of the polyaxial screwdriver was broken. The second half of the tip was not returned. A review of the device history record for the mountaineer polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. It should also be noted that the device has been in the field for approximately three and half (3 ½) years. A 12-month review of the complaint trend analysis for the mountaineer polyaxial screwdriver was conducted on the specific product code from this complaint as the product family does not exist for this device. Review of complaints found no significant trends. The root cause of the polyaxial screwdriver tip becoming broken cannot positively be determined. However, the noted damage suggests that the polyaxial screwdriver tip most likely became subjected to a higher than anticipated stress load resulting in tip breakage. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.